Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Attempts were made to obtain more specific details from the customer; however, these attempts were unsuccessful. Per the solitaire¿s instructions for use (IFU), ¿do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration.

Event description:
Medtronic received information that during the mechanical thrombectomy procedure, upon retrieval of the solitaire it separated and was left within the left m2 segment. The physician reported resistance upon retrieval but kept on pulling on the device and it separated. The stent was left within the m2 segment. The target vessel was not revascularized. The patient was reported not to have a negative impact as a result of this event and was doing well.